Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 350mg/dl by the time the paramedics were called. The customer felt very ill, vomiting, extremely weak, and had severe dehydration. It was stated that the customer has been using the insulin pump for five days and the doctor at the hospital took off the device, and then she went to her endocrinologist, who recommended staying off the insulin pump for a while. The customer stated that she maybe needed more insulin and a high dose of basal as they put her on a very low dose of insulin to keep her from avoiding lows. The customer stated that her doctor increased the basal two times and her blood glucose was still high. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.